Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood and saline on the handle, shaft, stent implant and distal outer sheath; as well as in the distal outer sheath, consistent with handling and the reported use in the patient. The stent implant was stationary on the shaft between the two markers and was undamaged, confirming that the stent had not been implanted. The reported distal sheath separation/break was confirmed as it was noted that the distal outer sheath had torn jaggedly approximately 1.6 cm distal to it proximal end, exposing the inner braiding, but remained attached to the device. It was noted that there was approximately 11.5 cm of inner braiding exposed between the torn faces of the distal sheath. The reported failure to deploy is likely due to the rack (noted as retracted) being unable to retract the distal sheath as the tear in the sheath would have prevented this retraction from occurring in the area of the stent. It was noted that the handle was locked, but given that the rack was retracted and that the account reported an attempted deployment, it is likely that the handle was unlocked then re-locked before being returned for analysis. No other damage was noted to the device. Potential causes for a tear in the distal sheath include, but are not limited to, manufacturing, severe kinks in the sheath, excessive force during deployment while resistance is present, and interactions with lesion anatomy. It is possible that the reported resistance led to kinking or a similar unfavorable interaction with the sheath which, in turn, may have led to the reported tear. However, the analysis could not offer a clear cause. Potential causes for resistance while advancing the catheter include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Resistance while advancing is typically not associated with a product quality deficiency. As analysis showed nothing that would lead to an advancement issue and it was reported that there was heavy calcification of this lesion, it is likely that operational context led to the difficulty advancing the catheter. It was reported that in this case, the device was used in the sfa. Per the instructions for use (IFU): the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. The lot history search noted no non-conforming material records for this lot, there is no indication of a lot specific product quality deficiency. In manufacturing, all self-expanding stent systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during a procedure of the heavily calcified, right superficial femoral artery (sfa), the absolute met resistance and had difficulty crossing the lesion but eventually crossed and when attempting to deploy the stent, it could not be deployed. The thumbwheel was unlocked and retracted without issue but no stent deployment. The device was removed from the anatomy and it was noted that the outer sheath remained over the stent but had separated/detached about 3 cm proximal of the stent implant, distal marker. The device was intact/one piece. A second same size absolute was used to complete the procedure without issue. There was no adverse patient effect reported. There was no additional information provided.